Event description:
The customer reported via phone call indicating that she was hospitalized due to high glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital. The doctor stated that could be due to malfunction in the insulin pump because of the bent cannula. The troubleshooting was performed on infusion set cannula. Customer stated that the cannula is bent. The customer was advised to change infusion set. Customer was also advised that we would send replacements.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.